Manufacturer narrative:
The hardware investigation of the returned reference frame arm found that the reported event was related to a mechanical issue. The arm was over six years old. Visual inspection found that the arm had much wear with many nicks and scratches on every surface. The arm was tested per the force test. The arm should hold with a downward force up to 14 lbs but did not pass at 1.5 lbs. The arm should also hold with a sideward force up to 10 lbs but did not pass at 1.5 lbs. As reported, the arm would not hold its position. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 09/14/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.